Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was surgically explanted due to a suspected premature battery depletion (pbd). Beside surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned.

Event description:
It was reported that this pacemaker device was surgically explanted due to a suspected premature battery depletion (pbd). Beside surgical intervention, no adverse patient effects were reported. At this time, the product has been returned. A final report will be submitted upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed a high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.